Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing a 2-lumen hemodialysis catheter. Visual examination did not reveal any defects or anomalies. Both extension lines were initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped and each extension line was pressurized using a lab inventory syringe. No leaks were detected. The catheter was then connected to a leak tester and pressurized to 300 kpa for 30 seconds. According to bs en (B)(4) annex c, the catheter passes leak testing if it is pressurized from 300-320 kpa for 30 seconds without liquid in the form of a falling drop. No leaks were detected; therefore, the sample passed functional testing. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The IFU also states, "to minimize the risk of cutting catheter do not use scissors to remove dressing". The customer report of a catheter leak could not be confirmed by complaint investigation of the returned catheter. The returned sample passed all relevant visual and functional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the juncture hub leaked during use on a patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the juncture hub leaked during use on a patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the juncture hub leaked during use on a patient.